Event description:
During procedure the attending physician noted that the gynecare morcellator would not oscillate. Another package was opened and that morcellator would not work either. A third package was opened and that device worked properly.